Event description:
It was reported that the right ventricular threshold had increased since implant. The doctor wanted to reposition the lead, but for some reason he was not able to attached the lead into the position in the right ventricle, and the "screwing mechanism" did not work. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): blood in/on helix/lobe mechanism; the analyst noted that the helix does not extend and retract properly due to dried blood on the helix and in the sleeve head, and there was a large amount of blood in the distal coil at the electrode end; full lead returned and analyzed.